Event description:
The customer reported sometimes the ac led goes off. There was no reported adverse pt impact.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submiited upon completion of the investigation.